Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 3030677-2020-00041. The device investigation is pending.

Event description:
It has been reported that the device speakers are not functioning properly.